Event description:
Boston scientific, crm received info that the pt with this cardiac resynchronization therapy defibrillator (crt-d) was admitted to the hospital due to shortness of breath, chest tightness and fluid overload. There were no issues with the device. It was reported that the pt then died a few days later, and the cause of death was thought to be due to end-stage heart failure. The involvement of the device in the death was thought to be doubtful. However, it was then noted that it was not possible to preclude that his heart failure may have been related to the device. No specific product performance issues were reported.

Manufacturer narrative:
This device has not been returned. A request was made to have the device returned for analysis. It is not known if the device was buried with the pt. An attempt was made to obtain additional info; however, no additional info was available. As a result, boston scientific is unable to confirm any allegations against this product. No additional info is available at this time. This event will be reopened if additional info is received.